Event description:
Reporter indicated that vns pt underwent placement of a feeding tube because of excessive weight loss. It was reported that the pt "couldn't keep anything down". The surgery to place the feeding tube reportedly went well; however, the pt suffered a status seizures shortly afterward and subsequently aspirated. The pt then developed pneumonia in both lungs. Breathing treatments and antibiotic therapy were prescribed. The pt was not comatose, but was reportedly in an "altered level of consciousness" for unk reasons during this time. At this time, it is unk if the reported events are a result of the pt's disease progression or whether they are vns-related. Due to the length of time that the pt has been implanted with the vns therpay system, it is not likely that the events are vns-related. Report is incomplete because attempts to identify the pt's current treating neurologist have been unsuccessful to date.